Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, there is malfunction was detected in the flex vision pc due to faulty grabber cards. The frame grabber captures the video from the system. Upon troubleshooting, fse found power up issue and frame grabber card issues. To resolve the issue, fse replaced flex vision pc and hard drive reloaded software and return the part for further analysis, it found wrong software or firmware. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, on another work order philips has initiated a medical device correction (z-1144-2024). After implanting correction and replaced the flex vision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.